Event description:
The customer alleges having difficulty in connecting the humidifier adaptor and the connector port. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual , functional and dimensional and of the product involved in the complaint could not be conducted since the product was not received at our facility. A device history record review could not be conducted since the lot number was not provided. Regarding other customer complaints for this same issue, a CAPA file #(B)(4) was opened. This CAPA is owned by (B)(6). Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the device sample becomes available this complaint will be re-opened.